Event description:
Before an implant procedure, the helix of the right atrial (ra) lead was unable to extend out of the lead. The ra lead was not implanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of helix would not extend was not confirmed. As received, a complete lead was returned for evaluation in one piece. Visual inspection of the lead revealed that the helix to be partially extended with no blood/tissue noted inside the helix. After applying torqued to the connector pin, the helix could be extended and retracted.